Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device history record (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. (B)(4).

Event description:
A company representative reported an energy variation during a surgery. A patient's procedure stayed at 8% of the treatment. The surgery was completed at a later date after the system was looked at. Additional information has been requested.

Manufacturer narrative:
It can not be confirmed whether the energy message occurred before or during the treatment. Root cause is inconclusive - insufficient product or product data. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
At the visit on site the field service engineer (fse) replaced the homogenizer and realigned the beam path. The fse simulated several surgeries without problems and successfully completed system verification to specification per service installation record (sir). The homogenizer is an optic in the beam path and standardizes the beam. The homogenizer is a wear part. The root cause can not be determined conclusively. The most possible root cause for the reported problem is a burned homogenizer. The manufacturer internal reference number is: (B)(4).